Event description:
It was reported to philips that the system did not start-up all the way and the big screen was off. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Review of the system log file showed host pc not able communicate with flexvision pc. After powering on, the system was returned to use in good working order. The codes were updated based on the investigation outcome.